Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was caused by the improper way of connecting the device (handling). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported issue was resolved through troubleshooting by the field representative. The field representative (fr) found that the digital versatile disk (dvd) connector on the 1st monitor was connected to the outbound connector and the dvd connector at the 2nd monitor was not connected at all. The fr connected the monitors and configured the inputs, and all the tests were normal. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image from the flexible scope to the monitors via digital versatile disk (dvd)-d connector. There were no reports of patient harm or impact associated with the reported event.